Event description:
A company representative called to report an event of lymphoma and seroma.

Manufacturer narrative:
Medwatch submitted to the FDA on: 07/07/2015. Patient identifier (B)(6) relates to the patient's record previously existing in easy track database. Current database patient identifier is (B)(6). The event of lymphoma was initially reported via responsive psr on 04/29/2010 with the adverse event term code of cancer. An update to our safety database for this reported event notes that the term code has been changed from cancer to lymphoma due to increased specificity.

Event description:
Company representative reported notes after attending (B)(6) 2009: 't cell non hodgkins anaplastic lymphoma associated with one style of breast implants' which reported that "4 previously unreported cases of lymphoma, all presenting as late peri-implant seromas.' This medwatch represents one of the cases side was not specified follow-up with the presenter provided that the device was an allergan device and had been removed after lymphoma was diagnosed.

Manufacturer narrative:
This event was initially submitted via easr (B)(4) with the term codes seroma and cancer non breast. Corrected data: the term code cancer non breast has been retired for the use in lymphoma cases. As a result of this increased specificity our safety data base term code "cancer non breast" has been changed to "lymphoma". Device labeling address the event of seroma as: for primary augmentation pts, seroma rate = 1.6 percent. Primary reconstruction pts = 1.0 percent. (Other complications.) Swelling = 7.1 percent. Device labeling reviewed: there were no reported events of lymphoma/alcl, for pts in the (B)(6) study, in the labeling for silicone implants.